Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the interconnect board needed to be replaced and the system failure backup audible alarm occurred upon power on. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous history. The customer issue was confirmed as the pump powered up with backup audible alarm post alar. The root cause of the issue was a defective mainboard. All sensors were recalibrated and software was loaded. The device passes all functional testing thereafter.